Manufacturer narrative:
Investigation: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident, therefore a root cause could not be determined. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect.

Event description:
It was reported that the bd syringe luer-lok¿ tip with bd precisionglide¿ needle had a cracked barrel that was noticed before use. The following information was provided by the initial reporter: "distributor called to report that customer has found a couple of syringes with cracks in the barrels. Stated that the customer was unsure of with lot number it came from, either 9008974 or 8300795"

Manufacturer narrative:
Date of event: unknown. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the bd syringe luer-lok¿ tip with bd precisionglide¿ needle had a cracked barrel that was noticed before use. The following information was provided by the initial reporter: "distributor called to report that customer has found a couple of syringes with cracks in the barrels. Stated that the customer was unsure of with lot number it came from, either 9008974 or 8300795".